Event description:
The hcp reported the pt was on a bicycle tour. Pt had been complaining of soreness over the pump site for a few days and presented to the e.r. With altered mental status, hypotension, hypothermia, and hypotonia. Pt had a pump refill 2 weeks before and there had been no programming changes since then from what the patient told hcp. The hcp was questioning a pump and/or drug issue and was concerned the pt was in "refractory shock." A follow up report will be send when additional info is received.